Manufacturer narrative:
A device from the lot subject of the event was returned to the supplier for evaluation. It was observed that the broken tube subject of the event was bent which can be indicative of excess force applied by the user during use. The IFU for the chroma-line taka suction tube states, "use of a device for a task other than what it is intended for will usually result in a damaged or broken device. Prior to use, inspect devices to ensure proper function and condition. Do not use devices if they do not satisfactorily perform their intended function or if they have physical damage. Avoid mechanical shock or overstressing the devices. Close distal ends prior to insertion or removal through cannulas." A steris account manager offered in-service training regarding the proper use and operation of the chroma-line taka suction tube; however, the user facility declined. No additional issues have been reported.

Manufacturer narrative:
V.mueller has requested the device subject of the reported event be returned for evaluation. Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that before a procedure three suction tips of their chroma-line taka suction tube broke off at the handle. The procedure was completed successfully after a short delay. No report of injury.